Event description:
Same case as: 2134265-2014-05882, 2134265-2014-05883, 2134265-2014-05885 and 2134265-2014-05594. It was reported that pullback failure occurred. During a percutaneous coronary intervention (pci), an ilab motor drive unit (mdu) was used in conjunction with a sled and an opticross¿. Upon pullback, error 104 was displayed and pullback stopped. Reconnection and replacement of the sled could not resolve the issue. The procedure was completed with another of the same device to complete the procedure. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device returned to MFR: the device was returned for evaluation. Examination of the returned device revealed that the telescope assembly was able to pullback and advance properly; the distance from the distal end of the transducer housing to the tip of the catheter measured, the observed distance is within specification; during image characterization testing in the roller coaster model, a good square image appeared in the system and the product performed within specification. No issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as: 2134265-2014-05882, 2134265-2014-05883, 2134265-2014-05885 and 2134265-2014-05594. It was reported that pullback failure occurred. During a percutaneous coronary intervention (pci), an ilab motor drive unit (mdu) was used in conjunction with a sled and an opticross¿. Upon pullback, error 104 was displayed and pullback stopped. Reconnection and replacement of the sled could not resolve the issue. The procedure was completed with another of the same device to complete the procedure. No patient complications were reported and the patient's condition is good.